Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the IV needle was not retracted.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 photographs and 1 sample from the customer in support of this complaint. An evaluation of the returned sample did not confirm the reported defect as the retraction button was pressed lightly and IV cannula retracted satisfactory. The photographs were reviewed, and no retraction issues were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the returned sample test results and photos. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the IV needle was not retracted.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 photographs and 1 sample from the customer in support of this complaint. An evaluation of the returned sample did not confirm the reported defect as the retraction button was pressed lightly and IV cannula retracted satisfactory. The attached photographs were reviewed, and no retraction issues were observed. Retained samples have not been tested for this investigation, because the returned sample test result did not confirm the reported defect. Bd was able to confirm the customer¿s indicated failure mode based on the corrective action that has been implemented for the issue of retraction failure that is associated with this lot. Bd has determined the root cause for the reported issue to be attributed to the packaging process. Bd has initiated further root cause investigation relating to the issue of retraction failure through corrective and preventive actions. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the IV needle was not retracted.